Manufacturer narrative:
The returned product was evaluated and performed as designed. The pod was found to have terminated in an hazard alarm, a safety feature not considered a malfunction. No defect or deficiency that would result in the cannula to fail to insert correctly or the pump to fail to deliver insulin was found.

Manufacturer narrative:
The product was not returned for evaluation. The patient's mother was reportedly unsure if the cannula was properly seated in the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. However, we cannot confirm any product malfunction or other product condition that could have contributed to the patient's ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f. 15546-aw rev d 06/2016. Using the pod 5 / page 54: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Using the pod 5 / page 44: warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
On (B)(6) 2017 at 12:30 am, it was reported that patient's blood glucose (bg) levels reached 27.5 mmol/l (495 mg/dl) while wearing the pod between 1 and 4 hours on the leg. Patient's subsequent bg readings were 25 mmol/l (450 mg/dl), and 24 mmol/l (432 mg/dl). The patient's mother delivered boluses after each high bg reading. After multiple boluses, the patient reportedly ran out of insulin and was taken to the emergency room (ER). By the time the patient reached the hospital, her bg levels were 24.4 mmol/l (440 mg/dl). When the pod was removed, it was noted that the cannula was "folded up under the adhesive". The mother doesn't think the cannula was properly inserted into the patient's skin. While at the hospital, the patient was administered insulin and given intravenous fluids. She also had blood work done for every hour she was at the hospital. In addition to the elevated bg levels, the patient experienced headache, nausea, and vomiting. The patient was diagnosed with diabetic ketoacidosis (dka). While at the hospital, the patient's basal programs were adjusted and she was provided tylenol to counteract the reported symptoms she was experiencing.